Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported to philips that the navigation ring on the device was not moving. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. The field service engineer replaced the front bezel to resolve the issue. The device was confirmed to be fully operational after the repair, and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.